Event description:
It was reported that the patient experienced feeling weak and light headed, heartrate going from 40 to 70 beats-per-minute. The patient was seen in the device clinic where, upon interrogation, noise was observed. The health care professional (hcp) failed to reproduce the noise with isometrics, and technical services (ts) was contacted. Ts reviewed the electrogram (egm) and explained that the noise was telemetry noise due to wand movement. The hcp confirmed the noise was only reproducible with certain wand movements and nothing else. The pacemaker system remains in service. No adverse patient effects were reported.